Event description:
It was reported the drn00v model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Patient reported during post-operative exam of being extremely bothered by starbursts and that he is unable to drive at night. There are no plans for medical or surgical intervention to address reported issues. The suspect iol is not available for return as it remains implanted. No further information is available.

Manufacturer narrative:
Additional information: section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it remains implanted into the patient¿s ocular dexter (right eye). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.